Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the gold metallic part/electrode of the sensor was missing. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula intact. Unable to confirm customer received sensor in said condition due to customer returned opened and used.